Event description:
Caller reported a cartridge alarm 20. Blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Cts assisted the caller in loading a new cartridge following proper techniques, and the caller successfully resumed insulin therapy, resolving the issue.